Event description:
A customer reported the glidescope titanium lopro t4 reusable laryngoscope stopped showing video while users were intubating a patient. Users reported switching to another glidescope titanium reusable laryngoscope and it worked as intended showing video. No procedural delay or patient harm was reported.

Manufacturer narrative:
The customer's glidescope titanium lopro t4 reusable laryngoscope was not returned to verathon for evaluation, therefore the cause could not be determined. Follow-up information received from the customer reported they were unable to identify any physical damage to the device. The cable was also evaluated by the customer which "had some wear on it but nothing near the [connector] pins." Upon review of the device history for the device serial number, it was determined that the device was manufactured on february 6, 2020 and is past the three (3) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, six (6) years and three (3) months, may have caused or contributed to the event. Review of complaint history for the reported device serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope titanium reusable laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.